Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device is collecting atrial fibrillation (af) episodes 'like crazy' and some recorded asystole episodes due to undersensing. Therefore programming was done and the icm remains in use. No patient complications have been reported as a result of this event.